Manufacturer narrative:
(B)(4) - improper or incorrect procedure or method - failure to follow steps/instructionsthe customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the right profunda artery after an interventional procedure. Reportedly, following the procedure, it was found that the profunda was occluded. No intervention was performed. The vessel was greater than 5mm. There were no adverse patient effects reported. Though requested, no additional information was provided.